Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was lost to follow-up and presented with an unknown endoleak and a ruptured abdominal aortic aneurysm. Before any intervention could be done the patient expired. The physician did not know what type of endoleak or the cause of the aneurysm rupture. No further information is available.

Manufacturer narrative:
Exact date of implant is unknown. (B)(4). Evaluation codes, results: inherent risk of procedure (endoleak, ruptured aneurysm, death); other (insufficient information; cause is unknown); evaluation codes, conclusion: other (insufficient information; cause is unknown).